Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and it is unknown whether a trend arrow was noted on the device. The customer experienced a seizure and a loss of consciousness. It was indicated that the customer was able to self-treat with sugar. There was no report of death or permanent injury associated with this event.